Manufacturer narrative:
Concomitant products: 1000ml baxter exacta mix bag ref h938739 lot number 1164928 exp 19-07-16; central venous catheter; syringe;8100;pri tubing; therapy date (B)(6) 2017. The customer¿s report of tpn infusing faster than expected was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal missing. The rear case, membrane frame and latch/sear were observed to be 3rd party parts. Analysis of the pcu event log shows an infusion was started at 6:28 pm on (B)(6) 2017 for drugid (B)(6) to infuse at 29ml/hr. At 9:07 pm, the device was paused and the door was opened and closed and then at 9:08 pm the device was restarted. At 9:13 pm, the device was paused and was removed from the system 14 minutes later. The volume recorded as being infused during this period was 79.013ml. Testing of the door sear's ability to properly engage, and therefore close the safety clamp upon opening of the door, found that the sear consistently closed on every attempt. Functional testing found the pump module to be delivering fluid within specification. There were no leaks observed from the set. The root cause of the customer¿s report of tpn infusing faster than expected was not identified. The device was found to have 3rd party parts which may have contributed to an overinfusion condition.

Event description:
The customer reported that at approximately 1830, tpn 696 ml was programmed to infuse at 29 ml/hr on a pump module and lipids were to infuse at 1.79ml/hr on a syringe pump. At 2100 the nurse noted the patient was whimpering, wet with a saturated diaper, had a sunken fontanelle, and was warm with a temperature of 38.1, heart rate 176, blood pressure 100/66, respirations 48. The diaper was measured as containing 265ml fluid. The tpn bag was noted to have only approximately 200 ml remaining. Chest x-ray and lab work including urine and blood cultures and blood glucose level were ordered. The blood sugar was greater than 600. There was an unspecified adjustment to the IV fluids to address the hyperglycemia and no report of insulin having been given. The blood and urine cultures were negative however vancomycin and claforan were given for 48 hours. The day after the event the blood pressure was 94/55, respirations 60¿s, glucose 115. There was no lasting harm to the patient. The facility biomed examined the tubing and connectors and did not find any issues. Based on the facility¿s internal review of the logs the tpn infused at 29ml/hr from the start of the infusion up until the reported event time with no evidence of a bolus being given.